Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support informed customer that using cold insulin is off label per the tandem user guide. /customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 268 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.